Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through idc-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an intermate in which the reservoir burst. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.